Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a transmission was received and the current electrocardiogram had a discrepancy in conduction and outputs. It was recommended to check thresholds and capture on the lead in the office. A follow up call was made to the clinic and found the company representative came to the office to troubleshoot the problem. Troubleshooting determined that the actual issue was how the remote monitoring network saw the timing of the atrial pace and this was also related to where the timing would have fallen into the refractory period. No reprogramming of the implanted device was done and the following day another transmission was received showing everything was working and no issues were observed. No patient complications have been reported as a result of this event.